Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4)implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the crossover was not due to lead migration; rather, they were placed like that during surgery. The device was reprogrammed to optimize pain control.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). (B)(4). Product ID: 977a260, serial# (B)(4), product type: lead and product ID: 977a260, serial# (B)(4), product type: lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the leads had crossed over and that the left lead on the fluoro image was the right lead and vice-versa. It was unknown what actions were taken and what the outcome of the event was at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.